Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.440in x 0.084in was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding a broken blade was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated.

Event description:
It was reported that during da vinci-assisted surgical procedure harmonic ace instrument was found to have a broken blade. The procedure was completed with no reported injury.